Manufacturer narrative:
Medical device expiration date: unknown . A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd micro-fine¿ pro pen needle was broken. The following information was provided by the initial reporter, translated from (B)(6) to english: the customer reported that the needle npe was broken in one product.

Event description:
It was reported that the bd micro-fine¿ pro pen needle was broken. The following information was provided by the initial reporter, translated from japanese to english: the customer reported that the needle npe was broken in one product.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 10-may-2022. H.6. Investigation: one open 32g x 4mm pen needle sample and three photos were returned from an unknown lot. No., cat. No. 320559. Visual examination was carried out on the returned sample and photos and broken non patient end of cannula was observed. No DHR review can be carried out as lot number is unknown. As the sample was returned open it is not possible to confirm this defect to be manufacturing related. H3 other text : see h.10.